Event description:
Customer reported experiencing a past low blood glucose event displayed as "low," ; however, specific value was not provided. Cause was not known. The customer¿s spouse provided juice and cake to address the b. The control-iq feature was active. It was advised to consult with a healthcare provider regarding blood glucose concerns. Ultimately, the customer reverted to an alternate method of insulin therapy.